Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an omni procedure on (B)(6) 2025, the physician observed that there were metal shavings observed in the patient during the procedure. Physician used a myosure reach to obtain all shavings. There was no injury reported and the procedure was completed using the same device. On a follow up it was reported that the physician had used a myosure reach prior to using the scissors, the procedure performed was the removal of adhesions. No other information available.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted and the device passed the testing, the failure reported was not reproduced. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.